Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor did not function as expected. The user did not observe any error messages. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.